Manufacturer narrative:
Functional evaluation revealed that the returned device performed as intended; therefore, the complaint could not be verified and the root cause could not be determined with confidence. The procise ez view coblator ii wand will create steam when sufficient suction is not used and give the user the perception that it is smoking. This occurs when the wand is burning off the residual fluid on the distal tip. Any lack of suction will also enhance and promote a more visual effect. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a procise ez view wand, the device was emitting smoke and sparks when activated using the foot switch. The procedure was completed using a back up device. There were no significant delays or patient complications reported as a result of this event.